Event description:
During preparation for use for cardiopulmonary bypass, the roller pump could not be completely powered on as expected. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.